Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument sparked when delivering energy. A backup instrument was used to finish the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.